Event description:
It was reported that an interventional popliteal procedure in the cath lab was performed via a superficial antegrade puncture in the superficial femoral (sf) artery. The procedure went well and at the end, the physician felt manual compression for hemostasis at the puncture site risked re-occlusion of the recently opened popliteal artery. The size of the femoral artery was 4.0mm, so the physician decided to use the 6f angio-seal sts plus and hemostasis was achieved. The next day, the pt reported back to the lab with severe leg pain. A contra-lateral puncture was made and the sf artery had re-occluded allegedly, due to the angio-seal sts plus anchor. A gooseneck snare was used to retrieve the anchor causing an enlargement of the arteriotomy. The physician used a balloon technique (15min every 5min) to close the arteriotomy. According to the physician, collagen had embolized in the popliteal artery and a stent was placed to treat the popliteal occlusion. The procedures went well and the pt was reported to be fine. The physician stated that he used the angio-seal sts plus off label.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information received, the cause for the reported event could not be conclusively determined. The angio-seal device instruction for use (IFU) precaution that if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the angio-seal device anchor catching on the bifurcation or being positioned incorrectly, and/or collagen deposition in the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency. The IFU states that if collagen deposition into the artery or thrombus at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention. The IFU instructs the user once a full rear lock position has been achieved, and the device is being deployed, to not re-insert the device. Re-insertion of the device after partial deployment could cause collagen to be deposited in the artery. The IFU also state failure to maintain tension on the suture while advancing the collagen could cause the collagen to enter the artery. The IFU states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.